Event description:
It was reported that an oxygen barrier parenteral nutrition container was leaking. This occurred before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A batch review will be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was not returned; therefore, no evaluation could be performed. If additional relevant information is obtained, then a follow-up MDR will be submitted.